Manufacturer narrative:
No device has been returned for evaluation. A search of the device history record has been performed and no non-conformity was found. Device is a permanent implant.

Event description:
Patient has presented inflammation following embolization for epistaxis with the device. Pain of the face and skull with delayed onset of a painful subcutaneous facial granuloma was observed. The granuloma on the face was incised. Embogold particles were present in the granuloma.